Manufacturer narrative:
The fse replaced the leaking sample lines and t-fitting, but found the diff sample was draining from the chamber too quickly. He ordered parts for a return visit. On the return visit on (B)(4) 2015, he replaced the diff mixing module, actuators, spacers, mounts and fitting to resolve the diff issue reported by the customer. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported receiving no differential results while running patient samples on a coulter lh 780 hematology analyzer. A fluid leak of unspecified volume was identified in the differential sample line from the mixing chamber, by the field service engineer (fse) who evaluated the instrument on (B)(4) 2015. There was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.